Manufacturer narrative:
Investigation:review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the cap was missing from the bd nexiva¿ closed IV catheter system, but went unnoticed and was used, resulting in blood leaking from the device when removed from the "packaging". As reported by the customer, "the blood came out of the device because it did not have the cap. The cap was not on the device and the nurse did not notice when taking it out of the packaging. One occurrence no injury or blood exposure resulted."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap was missing from the bd nexiva¿ closed IV catheter system, but went unnoticed and was used, resulting in blood leaking from the device when removed from the "packaging". As reported by the customer, "the blood came out of the device because it did not have the cap. The cap was not on the device and the nurse did not notice when taking it out of the packaging. One occurrence. No injury or blood exposure resulted."